Event description:
The customer reported that the patient expired and further that clinical staff did not hear alarms from either the piic or bedside monitor.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient expired and further that clinical staff did not hear alarms from either the piic or bedside monitor. This record addresses the report of failure to alarm at the philip intellivue information center ix (piic ix).the device was in use on a patient. There was no report of patient or user harm.